Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that following a pump and catheter replacement (refer to manufacturer report # 3004209178-2014-16462 for the replacement event), the patient became apneic so the dose was decreased. The day following the replacement, the patient had one pupil that was dilated as well. The patient was noted as receiving intrathecal baclofen therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the system was being used to deliver baclofen. A new catheter was passed. There was a higher pain dose and overdosage. The pump was stopped and restarted at 1/3 the dose. The new catheter was more effective. It was not known if the patient being apneic was related to the catheter position. The event was not associated to a programming priming bolus. The issue was resolved and the patient recovered without permanent impairment.